Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It reported that patient experienced ineffective therapy due to lead migration. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Corrected data d6a date of implant. A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported lead was dislocated was not confirmed. This event cannot be confirmed through product analysis testing alone. As receive the lead was in a fair condition and passed the test.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.